Manufacturer narrative:
Exact date unknown, event occurred a month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was having difficulty communicating with remote control and charger. It was also noted that patient experienced loss of stimulation and appeared that the battery was nonfunctional. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.